Event description:
The customer reported that following an autoclave cycle of 10 minutes exposure time and a 50 minutes dry time, the hose was found with stains that appear to be orange in color. There was no reported injury from this event

Manufacturer narrative:
Investigation findings: an investigation has not been completed. A follow-up report will be sent once the investigation is complete.